Event description:
Event reported as: the device "flamed" up outside of patient's mouth during a tonsillectomy. No patient injury reported.

Manufacturer narrative:
The device sample is not available for evaluation. The investigation results are not available at the time of this report. A follow up investigation report will be sent when available.